Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Per sales rep, we opened the fixed implant. The doctor pulled the implant from the sleeve without touching it. There was a white substance that looked like cotton around it. The doctor opted not to use it.

Manufacturer narrative:
An event regarding foreign material involving a accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned for analysis and white like fibres were identified on a small portion of the coated surface of the implant. A memo provided by the packaging cell concluded "4.1. It can be concluded that the fm did not originate in the cleanline or cleanroom due to: 4.1.1. No similar fm was discovered in the 299 sample inspection. 4.1.2. The fm was compared, by lucideon, to all the possible sources of similar types of fm found in the cleanline and cleanroom. No matches were found. 4.1.3. No discrepancies (or reworks or trainees) worked on the product during the window. 4.1.4. The stems are 100% inspected before being inserted in to the packaging sleeves. 4.1.5. The sleeves are inspected for defects and blown with an airgun when required. 4.1.6. The mtms did not recognize the fm type that was under investigation." -medical records received and evaluation: no medical records were received for review with a clinical consultant no adverse consequences to the patient were noted. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the packaging manufacturing department concluded that the fm did not originate in the cleanline or cleanroom." The exact origin of the fibre could not be determined. No further investigation is required at this time. If further relevant information becomes available this investigation will be reopened.

Event description:
Per sales rep, we opened the fixed implant. The doctor pulled the implant from the sleeve without touching it. There was a white substance that looked like cotton around it. The doctor opted not to use it.